Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 98 machine was observed to have a broken wheel during transportation within the hemodialysis room, described as "the wheel completely detached from the machine". The device was at risk of tipping over. There was no patient involvement. No additional information is available.